Event description:
This report is against user facility medwatch uf# (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This report is for an unknown helical blade. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Adding copy of use facility medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. -(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for one unknown helical blade/unknown lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.